Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Externalized conductors were observed during fluoroscopy. No further information is available.